Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-04416. It was reported via facility medwatch (B)(4) that vessel perforation occurred. The 90% stenosed target lesion was located in the left circumflex artery. A 330cm rotawire¿ and a 1.25mm rotalink¿ burr were selected for use. During procedure, the lesion was treated with balloon then a rotawire was introduced. It was observed during one of the several passes that the burr perforated the coronary artery. A 3.5x15 balloon was introduced to treat the perforation and the patient remained hemodynamically stable. Upon removal, the rotawire became separated. Attempts to remove the wire were unsuccessful; therefore, the distal portion (approximately 30cm) of the rotawire was retained inside the patient's body. No further patient complications were reported and an echo performed the next day revealed no evidence of a pericardial effusion.